Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a suture broke at an unspecified time following podiatric surgery. The patient was resutured. No further information is available.